Manufacturer narrative:
The device was rec'd on (B)(4) 2014. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that sparks and smoke were noted at the back of the device in the ac connector. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reported adverse effects to the patient or to the nurse and no reported delay of critical therapy to the patient. No medical interventions were required. No add'l info was provided.